Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, neither a root cause nor a problem cause could be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the electrical generator displayed am error: e433. The issue occurred during inspection. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the updated investigation. Corrected fields: d4 (serial number), h6. The device was returned for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is possible that the following led to the malfunction: a failure of the generator board, high voltage power supply board, and/or relay board. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.